Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as it was reported that the event happened on an unknown date during the week prior to the aware date of (B)(6) 2018. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. Reportedly, the braids were unwiring and coming apart and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as it was reported that the event happened on an unknown date during the week prior to the aware date of (B)(6) 2018. (B)(4). A visual examination of the returned complaint device found that the clip assembly was not returned with the device. The proximal end of the control wire was severely kinked inside the handle, and the spring was affected by the kink. Due to the capsule was not returned it was not possible to make an assessment on the conditions and performance of the clip when used. There is evidence of a complete activation, this suggest the affectation on the proximal section of the device occurred after the activation. This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip did not deploy properly. Reportedly, the braids were unwiring and coming apart and the procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.